Manufacturer narrative:
A system check from early 2008 met specifications. Qc was performed before the event and passed specifications. Qc repeated after the event failed with elevated results. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted a system check which failed. The fse performed a preventive maintenance (pm) to the instrument. The fse verified repair per established procedures and all results met published performance specifications. Per customer, they did check results following repair and reported no additional samples in question. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. An initial accu tni results was 70ng/ml. The result was not reported out of the lab. The original sample was re-tested for troponin on a different instrument in the customer's lab and a result of "<0.05ng/ml" was obtained. The result was reported out of the lab. Per customer, the sample in question was repeated on the access 2 instrument following service repair and resulted negative, but actual result was not provided. No death, serious injury, or change to patient treatment is associated with this event.